Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: sleepy. A patient reported ate something and retested. Their meter allegedly would only prompt message redo. The result on their meter was last noted result 51. No comparison. Treatment was food. No further information.